Event description:
The pace/sense impedance was high, oversensing was noted, and the lead was unable to capture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced inappropriate shocks due to a right ventricular lead fracture. The pace/sense impedance was high and the lead was unable to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There were also cosmetic bi-/multi-lumen tubing voids on the outer insulation. Performance data also was collected from the device and analyzed. Analysis revealed a lead integrity alert had triggered on 2013 (B)(4) for high right ventricular lead pacing impedance and non-physiologic oversensing. There were two patient alerts for high impedance on 2013 (B)(4) and 2013 (B)(4) and the daily pace lead trend data showed an increase of ventricular pace bipolar impedance equal to 418 to 4047 ohms. There were also fifteen ventricular non-sustained tachycardia (nst) episodes less than or equal to 210 milliseconds (ms) on 2013 (B)(4) and nine ventricular fibrillation (vf) episodes with an average ventricular cycle length of less than or equal to 200 ms on the same day. The short interval counts (sic) was equal to 3188 counts on 2013 (B)(4) as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.